Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator inadvertently left the saline bag open during a routine hemodialysis treatment, leading to air alarms which could not be resolved. Rinseback was not performed due to the amount of time spent troubleshooting the alarm, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to clotting of the extracorporeal circuit due to the amount of time spent troubleshooting the alarm. The user's guide provides adequate instructions regarding proper connections for treatment. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility reviewed the event with the operator. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.